Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm event was confirmed via log file analysis. The log file captured a no external power alarm event on 07mar2023. According to the data, the white power cable was disconnected from the 14v battery/clip first and a power cable disconnect alarm became active as a result. The event that followed captured the black power cable being disconnected from the mobile power unit, which activated the no external power alarm. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Shortly after, the black power cable was connected to the mobile power unit then the white power cable, which cleared the no external power alarm. Additional information communicated that the mobile power unit does have the v-lock connector on the ac power cord. The information indicated the alarm was due to user error. The mobile power unit will not be returning for an evaluation. To date, the mobile power unit (serial # (B)(6) associated with the event was unavailable for an evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number for the device was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files showed a few power cable disconnects/no external powers on (B)(6) 2023 at 1:13 am while on the mobile power unit (mpu). There was no interruption in pump support during the event. The mpu has a v-lock connector, and the alarms were due to the patients care/misuse.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm event was confirmed via log file analysis. The log file captured a no external power alarm event on march 7. According to the data, the white power cable was disconnected from the 14v battery/clip first and a power cable disconnect alarm became active as a result. The event that followed captured the black power cable being disconnected from the mobile power unit, which activated the no external power alarm. The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. Shortly after, the black power cable was connected to the mobile power unit then the white power cable, which cleared the no external power alarm. Serial number of the mobile power unit was unavailable, and the device history record was not reviewed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. No further information was provided. The manufacturer is closing the file on this event.